Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2022 the patient had general wakefulness and visited the emergency room. Electrocardiogram showed ventricular fibrillation. The patient was admitted to the intensive care unit (ICU). The patient was given intravenous magnesium with no improvement. Direct current cardioversion of 200 j was performed which improved the patient's condition. 200 mg of amiodarone daily was started. On (B)(6) 2022 the existing dose of valsartan was changed to 25 mg entresto (sacubitril-valsartan).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular fibrillation could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was discharged on (B)(6) 2022 with recovered condition after receiving appropriate treatment.